Event description:
A malfunction alarm labeled as "malf 12" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred. The pump, being out of warranty, was not replaced.